Event description:
Customer reports back to back results on the same meter while using the advantage system with results of: 509mg/dl to 185mg/dl, 509mg/dl to 151mg/dl, 509mg/dl to 150mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.